Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead exhibited unstable thresholds, impedance, and sensing parameters were not good after changing different positions during the operation. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.